Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges customer experienced insulin leakage, changed the cannula, but the leakage persisted with both new cannulas. Caller reported the leakage is between the cannula and the catheter. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.